Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash on his back under the lifevest. The patient's physician recommended the use of a (B)(6) cream and (B)(6) cream for the rash. Follow-up indicated that the irritation was still present. The outcome of the irritation is not known.